Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that when the device was applied, a part of the tube broke and stayed stuck inside the tip (arterial way) of the catheter. No further information or clarification is available at this time.